Event description:
The customer reported that the clamp on the set leaves an indentation, and in some cases cuts the tubing causing a leak. There was no pt harm or medical intervention. Although requested, no additional pt or event info has been provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report with failure investigation results will be submitted should the device be returned for evaluation.